Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported complaint. He replaced the network interface card (nic) power cable. All other connections were fully seated. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, when powered on the system did not power up the centrifugal controller and two roller pumps. The unit was restarted. There was no blood loss. No other details regarding the nature of the event was reported.

Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed lab use only (luo) pump to assign and communicate properly with luo power manager via the user facility's cable. The unit operated as intended throughout the evaluation. Per data log analysis, on (B)(6) 2019 the system was powered up at 7:15:06 am. Centrifugal pump, large roller pump and small roller pump rebooted multiple times which would delay the display coming on. This confirms the complaint. The only indication of what caused the pumps to reboot was vmot (24vdc) intermittently reported low. The rebooting stopped at 7:18:24 am. There were no other indications of a problem after that. None of the other pumps or modules rebooted. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received stating that the surgical procedure was completed successfully. There was no delay, nor adverse consequences to the patient.